Event description:
The peritoneal dialysis (pd) patient reported that she was in the hospital on (B)(6) 2014 due to peritonitis. The patient was in the hospital overnight. After follow up with the patient, it was determined that the culture test results taken on (B)(6) 2014 indicated that there were no signs of peritonitis. The patient was not given any treatment for peritonitis. The patient had abdominal discomfort. She stated that she was discharged the following day and was given no medication for discomfort. The patient is fine and has continued pd treatments.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of info, a MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.